Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of complication of device insertion ("the system became bent and stuck. It was bent when it arrived in the cavity, for both inserts in the kit") in a female patient who had essure (batch no. 2028986) inserted. Other product or product use issues identified: device use error "the system became bent and stuck. It was bent when it arrived in the cavity, for both inserts in the kit." On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device insertion. At the time of the report, the complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the system became bent and stuck. It was bent when it arrived in the cavity, for both inserts in the kit. This event is anticipated in the reference safety information for essure. As the event occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded, although a handling error could have contributed to the event. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by an other health professional ((B)(6) # (B)(4)) and describes the occurrence of complication of device insertion ("the system became bent and stuck. It was bent when it arrived in the cavity, for both inserts in the kit") in a female patient who had essure (batch no. 2028986 (invalid)) inserted. Other product or product use issues identified: device use error "the system became bent and stuck. It was bent when it arrived in the cavity, for both inserts in the kit". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device insertion. At the time of the report, the complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-oct-2017 for the following meddra preferred term: device use error. The analysis in the global safety database revealed 55 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality safety evaluation, entry of FDA codes, addition of ptc global number reference, addition of batch information(invalid): unable to confirm complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of complication of device insertion ("the system became bent and stuck. It was bent when it arrived in the cavity, for both inserts in the kit") in a female patient who had essure (batch no. 2028986) inserted. Other product or product use issues identified: device use error "the system became bent and stuck. It was bent when it arrived in the cavity, for both inserts in the kit". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device insertion. At the time of the report, the complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2017 for the following meddra preferred term: device use error. The analysis in the global safety database revealed 61 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 9-jun-2017: no further information was obtained despite follow-up attempts. Company causality comment. Other reportable incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.